Event description:
Additional information received from a manufacturer representative. The patient had reported their ins was replaced on (B)(6) 2023, but a representative clarified that the patient's ins was not replaced and the patient had a pain pump implanted. The representative reported that they had only repositioned the battery, and it was noted that the patient was very thin. The healthcare provider remarked that they moved the battery more laterally, for more optimal placement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they were implanted with a new battery in october of last year. Agent asked the patient why the battery was replaced, and the patient stated that they didn't know. Patient stated that something was going on and the implant was shocking them, so they had to put in a new battery. Patient inquired about compatibility with a pain pump and a spinal cord stimulator at the same time. Patient also inquired about a pet scan and getting a new mdt ID card. Patient provided an updated address and follow up physician. Agent reviewed compatibility with the pain pump and the pet scan. Agent sent an email to device registration to update the patients address and follow up physician.

Event description:
Additional information was received from the patient (pt). They reported that their battery was replaced and relocated to their left hip on (B)(6) 2023. Pt noted the cause of the shocks was due to lose wiring. This was the first time this had happened since their first stimulator was put in 2022. Pt noted they enjoy the stimulation they receive from their device and it is used every day. Pt noted they still have the stimulator.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.